Event description:
Ems personnel responded to a person, condition unk. The device was connected to the pt for monitoring and transport to the hosp. According to the reporter, the device powered down by itself twice and had to be manually powered back on each time. There were no adverse affects to the pt as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate the reported incident, however, pt records in device memory confirmed the report. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.